Manufacturer narrative:
Product was received in and analyzed. Visual findings of the evaluation revealed scratches, indentations, and site stickers on the exterior housing. White corrosion was found on the upper end of the unit and inside the dc input jack. The unit did not send a signal to activate the light at the nurse call test fixture when weight was removed from the sensor pad. The unit passed all other functional testing. Upon opening the unit, the nurse call receptacle was slightly elevated from the circuit board and the pin 3 broke off. The unit did not send a signal to activate the light at the nurse call test fixture when weight was removed from the sensor pad due to a broken pin 3 inside the nurse call receptacle or nurse call pin 3 was no longer connected to ground. If the device should fail to send a signal to the nurse call station, it may not alert the caregiver of a patient exit. This loss of functionality could contribute to a patient incident. The instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states, to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or magnet is removed from face plate. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file #(B)(4).

Event description:
Supplemental needed for additional information.

Manufacturer narrative:
Product is scheduled to be returned, but has not been received by manufacturer at the time of this report. Therefore, this report is based solely on the information provided by the customer. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provided adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventive actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file # (B)(4). No product returned at this time.

Event description:
Customer is reporting an alarm that will not sound due to nurse call cable receptacle. The date the issue was discovered is unknown and no patient incident or injury was reported.